Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen of the shaft polymer extrusion profile found multiple kinks for a length of 6.4cm, about 80mm distal from the port bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The midshaft and the bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50mmx28mm synergy¿ drug-eluting stent was selected for use. However, during preparation, the distal part of the stent got distorted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50mmx28mm synergy¿ drug-eluting stent was selected for use. However, during preparation, the distal part of the stent got distorted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.